Manufacturer narrative:
The device in question was not returned to olympus for investigation. The hospital has been contacted for additional information and based on this conversation, the risk manager indicated that the device might have been discarded following the procedure. The cause of the user's experience cannot be determined at this time. However, based on the device instruction manual the following are the most common reasons why a polyloop cannot be detached: the coil sheath is not extended completely from the tube sheath. If the bending section is angulated to an extreme position, it will prevent the coil sheath from moving smoothly. Another possible cause is damage to the coil sheath or the tube sheath, which prevents the coil sheath from extending beyond the tube sheath. Finally, if the slider is not pushed all the way causing the hook to extend beyond the coil sheath. This report will be supplemented if additional relevant information becomes available. This report is being filed as an MDR in an abundance of caution.

Event description:
The hospital reported that during a procedure, the polyloop was employed to loop around a polyp, but the loop failed to deploy due to some mucosa adhered in between the tube sheath. The polyloop was removed with the use of a snare. The risk manager reported that there was no patient injury reported.